Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error and will shut off. Customer blood glucose was unknown. Customer has currently reverted to back up plan. Customer's mother was unable to access the screen on the insulin pump since she has no battery in the device. Customer was sleeping when alarm occurred during basal. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.